Event description:
Reporter alleged discrepant blood glucose results on the inform system. Reporter stated that the system initially reported the result as critically hi, then showed a value of 30 mg/dl. The 30 mg/dl result was stored in memory, but the hi result was not stored. Based on a rpevious venous blood glucose test performed in a lab of 1338 mg/dl and a subsequent lab venous blood glucose of 1288 mg/dl. It was determined that the 30 mg/dl result was inaccurate. No action or treatment based on results was reported. No adverse event subsequent to the discrepant result was reported. A request was made for the return of the suspect device and replacement product was sent.